Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer had dropped the pump. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.